Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 1 continued to fail and was repeatedly not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 continued to fail and was repeatedly not detected on the communication bus. The field service engineer replaced the controller board and the drawer board. The station was rebooted; however, drawers 6.1 and 6.2 were also not detected on the communication bus. The controller board for those drawers was replaced as well. The system was retested and was found to be functioning properly. The system functioned as intended after field service engineer repaired the device.